Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, evidence of moisture ingress was found inside the battery compartment and on the returned battery cap. During testing, the pump did not power on and was completely unresponsive. A leak test was performed and passed. The pump case was removed and no further evidence of moisture ingress or damage to the printed circuit board was found. Adequate investigation of the battery life complaint could not be completed due to an unrelated power issue and moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).